Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.